Event description:
Report of one documented and one undocumented incident of high pressure tubing split received. A pt was having a cardiac catheterization procedure performed. The pressue tubing of the set was attached to the medrad injector and "pigtail catheter". The left ventriculogram injection was completed, and an aortogram injection was in progress when the plastic that connects the tubing to the catheter broke in half, spraying contrast mixed with blood. A clinician was sprayed in the eyes, even through she was wearing glasses (not safety eye wear), as the spray came up at an angle and got in under her glasses. The tubing was changed and the procedure was able to be completed. No harm to pt or health care provider was reported. The high pressure tubing is rated for 1200psi, and injector was reportedly set at 900psi. Another undocumented incident several months ago occurred when the tubing split during an injection for a cardiac catheterization and sprayed blood mixed with contrast over the room and 3 nurses and a dr. No mucus membrane exposure was reported in this incident. The tubing was changed to solve the problem, no pt harm was reported. Additional pt info was requested, but not further info was available.